Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient did not think their pump was working correctly after having an MRI. The patient questioned if they had a sedation MRI, would it interfere with pump operation and what would the side effects be. The pump system was delivering hydromorphone. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)